Event description:
Facility reported a vented cap wasn't vented which caused a container to leak diluted 21% renalin. All persons in the area at the time were exposed to the fumes and had blurred vision and nausea for a day and a half. (3 staff, 1 patient). All were seen at the ER. No medications were given, but x-rays were taken as a precautionary measure. No hospitalization or further action was required for anyone.